Manufacturer narrative:
Device is an instrument and is not implanted or explanted. The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history records review will be requested.

Event description:
A device report from (B)(6) indicates gunma chuo hospital in (B)(6) reported: during a procedure for an oblique fracture surgeon inserted screws with a tap for cortex screws with surgeon completing the procedure. A post operative x-ray on an unknown date showed a piece of the tap in the patient's bone. The surgeon was not aware during the procedure that the tap broke and a piece lodged in patient's bone. The piece remains in the patient's bone.